Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in fair physical condition as the housing was cracked. The pump event log did not have any related findings. Functional testing included use testing. The moment the pump was powered up the pump started double beeping. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the downstream occlusion sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited beeping at start up. No adverse patient effects were reported.